Event description:
Noise and low impedance were reported on this rv lead on (B)(6) 2019. This lead was explanted and replaced on (B)(6) 2019 due to insulation fracture exposing the conductor. Fracture is most likely due to rubbing against previously abandoned rv lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.